Event description:
The complaint states that on 1/14/96 rptr almost had an accident while driving at night due to "circular rainbows" reflecting off the oncoming cars headlights. The "rainbow" effect was only in the left lens and also occurs at certain angles while in the sunlight. Rptr has worn these lenses before with no problems. She returned the lens on 1/17/96 and was told by the attending optometrist that it was a defect but no other similar complaints had been received. Complainant requests a f/u investigation.